Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information received indicated that the correct serial number for the iol is (B)(4). The following field was updated accordingly: serial#: (B)(4). Returned to manufacturer on: 6/23/2019. Device returned to manufacturer: yes. Device evaluation: the product was received at the manufacturing site in a lens box for evaluation. The product was inspected using 12x magnification. It can be seen that one haptic is missing. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the contamination of the lens the complaint cannot be confirmed. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. A product deficiency cannot be confirmed. Manufacturing record review: the manufacturing records for the product was reviewed. The documentation shows that the production order was manufactured and released according to specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted/removed. (B)(6). This report is being filed on an international device; model mer000 that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device manufacture date: unknown as product serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the 2nd eye surgery on a subject some spots were observed on the intraocular lens (iol) prior to implantation. The doctor did not use the lens and a new lens was implanted. No further information was provided.